Manufacturer narrative:
The probe will not be returned to the manufacturer for analysis as it was discarded by the site. Device lot number, or serial number, unavailable. Unique identifier is unavailable as well. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system during a cranial resection procedure. It was reported that the planar probe was damaged. The geometry error was much higher than usual. A scope probe was used instead and the surgery was completed with no patient impact with less than an hour delay.